Manufacturer narrative:
Legal manufacturer: hcs (B)(4). The ge healthcare service representative replaced the power switch to resolve the reported issue. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
A ge healthcare service representative found a defective power switch that causes the unit to reset resulting in the loss of mechanical ventilation. There was no report of patient involvement.